Event description:
It was reported there was an insulation breach located at the junction of the lead body and terminal pin. The lead was repaired by the physician and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2007, 0158 competitor implantable tachy lead (B)(6) 2007. (B)(4).